Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 11sep2017 to assess the instrument test well image in question. The immucor laboratory tested retention product on 13sep2017 which performed as expected.

Event description:
On (B)(6) 2017, a (B)(6) customer site reported an unexpectedly negative antibody screen when tested on a galileo echo instrument.